Manufacturer narrative:
A series of photos were shared by the customer, damage on the spike tip of samples #1 and #2 is shown, and no more anomalies are observed. Two (2) used. List #kl-bs001u3, chemosafelock bag spike were returned for evaluation. As received a lot of unknown dry particulates outside the samples were observed. Also, the spike tip of each sample was bent, and no additional damage or anomalies were observed. No mating device was returned for evaluation. Complaint of spike tip bent can be confirmed. However, based on the small deformation seen this would not affect the functionality of the set. The probable cause of the spike bent condition is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a chemosafelock bag spike where the customer reported that the there foreign material on the spike. The sets were not contaminated with blood or body fluid. There was no reported impact of event on patient and medical institution worker. There were 2 involved defective sets. There was no patient involvement and no harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.